Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced one inappropriate shock due to noise that was being oversensed. The noise was suspected to be due to sense b noise. Technical services recommended programming to secondary assuming that the signal looked ok and recommended to do a patient-initiated interrogation in the next few weeks to review. At this time, the system remains in service. No adverse patient effects were reported.